Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to black screen. The field service engineer (fse) instructed the customer to disconnect the pyxibus cable for auxiliary drawer 7, after which the station powered on. Usinga meter, the fse verified that the drawer controller for the drawer was faulty. The fse replaced the drawer controller and inspected and re-seated the pyxibus cable, retractor band cable, and row board cable to resolve the issue. The fse then verified the drawer¿s functionality using diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and it is causing the station black screen and cannot work, requested for a replacement. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.